Event description:
This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corp. This separate distinct number is provided per the FDA's request for traceability purposes. A patient reported she was skin tested in july 1998 with a negative result. She received two treatments in august 1998 and november 1998 (exact dates unknown) with two formulations of collagen into the nasolabial folds, glabella, periorbital lines by a physician whose name was refused. In december 1998 (exact date unknown) the patient noticed "arthritic like pain" developed in the lower limbs. The patient was examined by an orthopedist (name refused) who diagnosed muscle spasms. Vicodin was prescribed. The patient did not inform the orthopedist that she had been treated with collagen. The patient had scheduled an appointment on 15 january 1999 with the orthopedist because symptoms had worsened. The patient had not decided whether to inform the orthopedist that she had been treated with collagen. She had not informed the physician who treated her with collagen about these symptoms. The patient denied any local symptoms at the treatment sites. The patient believed the symptoms could possibly related to the collagen.